Event description:
It was reported that during an unspecified interventional procedure, the gauge detached. An advantage26 inflation unit kit has been selected. The inflation device from the kit was attached to an unspecified balloon. "Several" inflations were performed. The "blue and clear parts separated and the gauge completely detached" from the body of the inflation unit when 14 atms was applied. The inflation unit held pressure on the concomitant balloon. The procedure was successfully completed with an unknown device. There were no patient complications reported with the patient's condition at the end of the procedure listed as "stable".

Event description:
It was reported that during an unspecified interventional procedure, the gauge detached. An advantage26 inflation unit kit has been selected. The inflation device from the kit was attached to an unspecified balloon. "Several" inflations were performed. The "blue and clear parts separated and the gauge completely detached" from the body of the inflation unit when 14 atms was applied. The inflation unit held pressure on the concomitant balloon. The procedure was successfully completed with an unknown device. There were no patient complications reported with the patient's condition at the end of the procedure listed as "stable".

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the gauge was separated from the device housing. It was also noted that one of the clips was bent backwards from the clip holder. Functional testing was not able to be performed due to the damage to the complaint device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).

Manufacturer narrative:
(B)(4)